Manufacturer narrative:
All product features corresponded with the valid specifications of the waldemar link (B)(4) at the time, when the item was produced. The x-rays taken on (B)(6) 2017 confirm a dorsal migration of the securing wire. The tibial plateau appears implanted. The tibial plateau and further x-rays as well as operation reports were not available for the examination. The service life was 4 years and 9 months. In order to exclude a systematic error the stock with similar serial numbers was examined, this shows no abnormalities. An examination of the stock from the same series was not possible, as these have already been sold and successfully implanted. An additional load test of corresponding tibial plates also did not identify any systematic errors. The cause of the problem described cannot be conclusively clarified on the basis of the available information. It can be assumed that the missing wire part has remained in situ. It cannot be ruled out that this wire part will also migrate out of the anchorage. The mechanical anchoring secures the uhmwpe plateau against loosening in the medial direction (towards the eminence). The waldemar link (B)(4) is aiming for the highest product quality and trying to keep the failure rate as low as possible by means of the customer feedback. Permanent employee trainings and market surveillance are performed. The report is delayed due to inconsistencies with regard to foreign event reporting to FDA. After re-evaluation of the complaint we determined that it is reportable. We have addressed the inconsistency in reporting foreign events to FDA through CAPA (B)(4).

Event description:
Translation: the securing wire for the tibial plateau of the metal-backed tibia emigrated dorsally to the hollow of the patient's knee and caused considerable pain here. Removal of the wire via a small dorsal access. Subsequent control of the horizontal implant by arthroscopy. No noticeable damage visible. Leave implant as it is, patient is closely checked.